Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the model# (d4) was not provided.

Event description:
A (B)(6) customer ran blood glucose tests on 2 contour next link meters. He received readings of 25 and 20mg/dl on one meter, and 80 and 105mg/dl on the other. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The test strips were to be returned for evaluation. Product was replaced.